Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient experienced erythema, exudate, and a infection in the peristomal area. On an unknown date the patient was prescribed amoxicillin and applied topical clotrimazole cream. On (B)(6) 2023, it was reported by the patient's daughter that the peristomal area showed some improvement but patient was still experiencing erythema and exudate. On (B)(6) 2023, a home visit was done, it was reported that exudate and erythema was persisting post antibiotic treatment. The patient was also experiencing granuloma, treatment was provided with topical diprogenta.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.